Event description:
I was required (unconstitutionally) to wear a mask. This is not only hazardous to my health but emotionally traumatic. I don't need any test to tell me what's best for me. FDA safety report ID # (B)(4).